Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous radial artery. The sheath was inserted from the cephalic vein. A guide wire crossed the anastomosed part and delivered to the radial artery. On the first inflation, the f/g sterling otw 5.0 x 40/40 (4f) balloon was inflated to six atmospheres near the radial artery. Then the balloon was inflated to ten atmospheres near the anastomosed part. On the second inflation, the balloon ruptured at ten atmospheres. A 4.0x40mm symmetry was pulled and inflated to six atmospheres to fully dilate the lesion. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was severely calcified. The patient had no symptoms when balloon ruptured and the balloon catheter was removed intact.